Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis on (B)(6)2015. Customer was not sure what led up to the high blood glucose level. Customer stated that her blood glucose levels were normal for the 1-2 days prior to the incident. Customer was not feeling well on (B)(6) 2015. Customer stated that she was suffering from a cold and her blood glucose level was a bit high that day. Customer began to feel nauseous around 5:00 pm that evening. Customer only ate an apple for dinner before going to bed. Customer stated that she threw up all night and customer woke up with a blood glucose level of 575 mg/dl the next morning. Customer stated that she has a very stressful job. Customer was treated in the intensive care unit. Customer had her pump removed upon admission and was treated via IV until her release. Customer was advised to speak with her physician. Insulin pump will need to replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.